Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states that by the release on the left hand side, the rivet is torn loose and the metal is torn. MDR filed.